Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Concomitant medical products: product ID 3889-28; product type: 0200-lead; implant date (B)(6) 2023; explant date product ID 5076-52; product type: 0270-lead-lv-pace; product ID w1dr01; product type: 0240-ipg; product ID clesup; product type: 0248-carelink; product ID 5076-58; product type: 0270-lead-lv-pace date product ID 3058; product type: 0197-implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient called because they were having issue with the recharger. The system was taking longer to charge and the ins was getting warm during the session because of the length of time it took to charge. The patient claimed that in the past there were able to charge from 20-100% in 40min. Yesterday they charged from 40-60% in one hour and then made multiple attempts and the device wouldn't charge. The caller indicated that they started a charging session with the patient yesterday and it showed excellent connection during the session. The caller did not have the patient attempt to change the charging speed setting on the recharger. The patient claims that the device was not too deep and could feel the stimulator. The caller did not have the serial number of the patient's recharger. The caller was not with the patient. Technical services reviewed charging considerations. The caller indicated that they will follow-up with the patient.